Manufacturer narrative:
Zoll medical corp has not received the device for eval and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a (B)(6) female pt, the device would restart/reboot itself. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.